Manufacturer narrative:
B3- date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial:019491438, batch: a000131317. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing ineffective therapy since one of the leads had migrated. As such, surgical intervention took place on (B)(6) 2024, where the lead was explanted and replaced with a new one, thereby restoring therapy.